Manufacturer narrative:
(B)(4) no item returned for evaluation. IFU warnings section clearly states:1) product is not absorbable and must be removed from wound prior to wound closure.2) the quikclot hemostatic dressing must not remain in the wound for longer than 24 hours. This complaint is the result of user error, not adhearing to IFU instructions and warnings.

Event description:
It was reported that: "the patient underwent surgery in (B)(6) 2024 to remove a hemostatic dressing that had been left in the body during another surgery on (B)(6) 2022. The hemostatic dressing had caused an abscess to form and led to a severe infection, and unfortunately, the patient died." Additional information has been requested and a follow up report will be submitted if it is received.